Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial distal radial fracture procedure. During this procedure, when the surgeon was tightening the 20 mm multi-directional screw in the plate, the end of screwdriver broke off into the screw head. The broken piece was removed from the screw. No complications or delays were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. When subjected to scanning electron microscopy (sem analysis), the driver showed indications of overload of fracture by exhibiting ductile dimples. The orientation changes of the ductile dimples on the fracture surface suggested a torsion overload. When subjected to energy-dispersive x-ray spectroscopy (eds analysis) the device's material composition was found to be consistent with product specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.